Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. No additional patient history reported. On day 6 of support, a decrease in platelet count was reported, with platelets declining from 95 platelets per microliter to 56 platelets per microliter overnight. There was no evidence of hemolysis reported. In response to the thrombocytopenia, 1 unit of packed red blood cells and 2 units of platelets were administered. The patient remains on impella 5.5 support with no further adverse events reported. While on support, the impella 5.5 device was operating at performance level 8 with expected flows of 4.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.